Event description:
During the procedure, an error message was noted indicating the grounding pads could not be recognized by the generator which caused a delay. The grounding pad was exchanged twice and the generator was turned off, but the error remained. The grounding pad was repositioned from the thigh to the back of the arm which did not resolve the issue. The procedure was completed using one electrode instead of four with no consequences to the patient. However, the procedure was prolonged.

Manufacturer narrative:
Additional information d9, g3, h2, h3, h6. One ionicrf¿ generator was received into the lab for investigation. Ac power was applied to the returned product and a successful post (power on self-test) was confirmed. A review of the system log files confirmed the occurrence of the reported message displayed on the event date of (B)(6) 2022, which was unable to be reproduced during the evaluation period. Log files also confirm multiple and repeated lesions were successfully performed after the reported event date without reoccurrence. Temperature and impedance feedback values were as anticipated for the testing performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The reported issue will continue to be monitored.